Event description:
A patient reported blood glucose results (mg/dl) of "463, 351, 248, 402, 337, 252, 260, and 240" with a lifescan meter, performed greater than 20 minutes of each other. The meter, test strips, and control solution were replaced.